Event description:
The customer reported that in the middle of the procedure, while working on a vessel, the tissue was not sealed completely. The size of the vessel worked on was less than 3mm in diameter. The tissue was not sealed and bleeding occurred. The bleeding was less than 200cc of oozing. Another device was used to continue the procedure. The procedure was an excision of a mediastinal lesion and a thoracoscopy. The operating time not extended due to the incident. There was no additional tissue resection and nothing fell into the cavity. The device was recognized by generator, activated, and a sealing tone and end tones were heard. There was no patient harm.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.